Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a damage to the blue insulation. The clear insulation had disengaged from the electrode. The electrode tip was bent. It could not determine how or when the insulation was damaged. It was reported that the portion without insulation protection of the electrode part was wider than other product. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the portion without insulation protection of the electrode part was wider than other product. Replaced a new product to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found damage to the blue insulation. The clear insulation had disengaged from the electrode.